Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic)/noise, diminished sensing, and elevated thresholds. The lead was explanted and replaced. During the lead replacement, the patient's pressure decreased and the physician noticed no movement of the heart when seen on fluoro, the patient still have electrical activity. The physician thought the patient may have had a pericardial effusion but no effusion was found. The patient's pressure increased back to normal and heart motion was seen. The procedure continued and new leads were implanted. No patient complications have been reported as a result of this event.